Event description:
A customer contacted baxter's technical service center regarding system error 2267 alarm that appeared on the patient's homechoice machine during dwell 2. There is no leak or disconnect. Home patient stated that all the bags spiked properly. Home patient has 3 bags connected. There is solution in all the bags. The technical service representative cycled power. Homechoice alarmed system error 2367. The technical service representative referred home patient to the pd rn. The tsr cleared the alarm and referred home patient to the rn. Per the initial report, the tsr assisted the customer during the initial contact. On (B)(6) 2010, the following additional information was obtained from one of the patient's peritoneal dialysis (pd) nurses: the patient has been on automated peritoneal dialysis therapy with local(pd4) ambuflex since (B)(6) 2009. On (B)(6) 2010, the patient presented to the emergency department (ed) with cloudy effluent and abdominal pain. A cell count, gram stain, and culture were performed on the patient's effluent on (B)(6) 2010 showing 3180 leucocytes, 81% neutrophils, a few gram positive (B)(6). The patient was given vancomycin and fortaz intraperitoneal in the ed but was not hospitalized. The patient was then given vancomycin 1gram intraperitoneal every 4 days for a total of 21 days. The nurse indicated that a follow-up cell count and culture was done on (B)(6) 2010, showing a white blood cell count of 40 and the physician said that was ok for the patient. The culture showed no growth after 3 days on (B)(6) 2010. The nurse indicated the patient has recovered from the peritonitis episode and has been able to continue with pd therapy without further problems. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 and 2367 alarms was not confirmed in the lab due to a lack of sample. There was no specific lot number identified with this complaint, but a batch review was performed on two potentially associated lot numbers (h10a22083 and h09l18108) with no issues noted. There was not enough data within the complaint information to identify root cause. System error 2267 alarms occur when air and fluid are detected in the disposable set. Possible causes for air in the set are punctures in the set, inadequate connection, or incomplete primes. Apd cassettes are inspected per sampling guideline for functional and visual defects per in-process and final inspection. These potential use errors are addressed in homechoice apd systems patient at-home guide. On page 11-11, patients are instructed to check the cassette and tubing for any damage. On page 3-10 of the guide, patients are also instructed to check all disposable set connections for a secure fit before beginning therapy. Beginning on page 11-18, patients are instructed on how to prime the disposable set. This review finds the labeling adequate for the potential use error(s) in the complaint. A trend review of global complaint data between (B)(6) 2009 through (B)(6) 2010 showed no adverse trend for complaints related to problem code alarm situation - system error alarm. Overall, this trend is stable. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.